Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The caller, who was a nurse, stated that the customer had lost the sensor while on vacation and had not been able to monitor her blood glucose due to missing the sensor. The customer was advised that she would need to purchase a new sensor and that she should not be treating based on the sensor glucose readings. The caller stated that she would have the customer call. The nurse declined troubleshooting for low blood glucose and did not provide the blood glucose reading, nor any further details regarding the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.